Manufacturer narrative:
B5: it was reported that a type IV endoleak was observed in endurant ii stent graft etlw1620c124ee. There was no vessel calcification, tortuosity, or thrombus present that could have contributed to the endoleak. Film analysis the reported endoleak was confirmed on the angiogram videos provided; however the exact type of endoleak and the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. There was no evidence of a type ib distal endoleak on either side. While a type iii fabric endoleak cannot be ruled out from the images provided, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours of the index procedure. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure involving the endurant ii stent graft, a unknown endoleak was observed in the right iliac after stent deployment, as confirmed by angiography. The patient was being treated for a 50mm aneurysm in the abdominal aorta. Despite balloon dilatation, the leakage persisted. The healthcare professional attributed the event to product quality issues. The reported event has not been resolved, and the device remains implanted.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: esbf2814c103ee, serial/lot #: (B)(6), ubd: 22-may-2026, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 30-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.